Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited low r wave measurements and loss of capture at maximum output in bipolar configuration. Additionally, the patient was noted to experience phrenic nerve stimulation in unipolar pacing. Chest x-ray confirmed that the rv lead had dislodged due to twiddler's syndrome. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler, r-wave amplitude variation, failure to capture, and extra-cardiac stimulation. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of r-wave amp variation and failure to capture were not confirmed. Final analysis found no indication of conductor fractures or internal short. No anomalies were noted except for procedural damage.